Event description:
Healthcare professional (hcp) reports four incidents of blood leaks with the psn 210 dialyzer. Incidents occurred in 2001 and were noted with leak alarms during the patient's treatments. Blood leaks were verified with positive hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.